Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that the tags' sharpness tends to cut the chest tube while securing it, and it is very difficult to reopen and readjust the chest tube. No other information was provided.